Event description:
The arjo representative became aware of the event involving marisa passive floor lift and sling. It was reported that during patients transfer from the shower trolley to the wheelchair the resident fell out of the device. As a consequence of the event, the patient sustained cut on the head which required stitches.